Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas e411 disk with serial number (B)(4). The initial result was reported outside of the laboratory. The medical doctor questioned the result because the patient is obviously pregnant and the heartbeat of the baby was detectable. The initial result with the patient sample diluted at 1:100 was <10 mlu/ml. The repeat result with the patient sample diluted at 1:100 was 81000 mlu/ml. There was no undiluted initial result provided.

Manufacturer narrative:
The field service engineer (fse) performed a complete maintenance procedure. He also changed the sipper and measuring cells (mc). He verified that the analyzer was working within specifications. The qc recovery was very close to the target on (B)(6) 2023 and on the days before and after the event. A general reagent problem can be excluded. The patient sample was pipetted out of a 13 mm tube without an adapter. Product labeling states "inserting a roche rack cup adapter into a rack use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The initial result was from a patient sample diluted at 1:100. Product labeling states "dilution samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers, or manually). The concentration of the diluted sample must be > 100 miu/ml." Based on the information provided, the cause of the event could not be determined. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.